Event description:
It was reported that, during use, the 980 ventilator went into a ventilator inoperable condition and shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the ventilators memory logs. The se replaced the breath delivery (bd) and compressor power supply and the bd power controller/distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.